Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken tube extension at the orange plastic section. Small fragments are potentially missing. Thermal damage was not observed. The complaint regarding that the scissors tip got bent during procedure and it had to be removed along with the trocar, was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors instrument tip got bent and the scrubbed team had to remove it by removing the instrument along with the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the instrument and cannula were removed together because the wrist could not be straightened due to physical damage (e.g. Broken main tube). There was no fragment that fell into the patient. The instrument was inspected prior to use with no damage noted. The instrument did collide with other instruments/tools during the procedure. Patient demographics were provided.